Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that harboring bacteria was found by using the purewick. Also stated that unsure if the user was changing it appropriately or when it¿s soiled. It was unknown what medical intervention was provided for harboring bacteria.

Event description:
It was reported that harboring bacteria was found by using the purewick. Also stated that unsure if the user was changing it appropriately or when it¿s soiled. It was unknown what medical intervention was provided for harboring bacteria.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.